Event description:
Pt has had a stimulator since 1995 but during that time had never operated the device. Pt left the device running without turning it off. Pt made appointments with the healthcare professional for all changes and adjustments of stimulation. Pt had some painful stimulation and attributed it to going through theft detectors etc. But healthcare professional was unable to determine from pt's history if pt had actually been in contact with theft detectors or if the unpleasant stimulation was due to other causes. Pt refused to learn how to shut the device off so when painful stimulation occurred pt went to the emergency room to have the device shut off. Pt became so anxious physician opted to remove device, since pt was unable to learn to shut off the device when stimulation was unpleasant and report at later time for device assessment.